Event description:
It was reported that there was an under infusion of an unspecified medication. The intended volume to be infused was 176 ml, however the clinician indicated that 17 ml was left at the end of infusion. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of an unspecified medication. The intended volume to be infused was 176 ml, however the clinician indicated that 17 ml was left at the end of infusion. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was an under infusion of an unspecified medication. The intended volume to be infused was 176 ml, however the clinician indicated that 17 ml was left at the end of infusion. There was patient involvement but no harm.